Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during interrogation, the pulse generator exhibited high lead impedance measurements. Subsequently, the lead impedance values returned to normal. No intervention or patient symptoms were reported.